Event description:
A (B)(6) male born on (B)(6) with a medical history of persistent pulmonary hypertension of the newborn (pphn) was intubated and placed on the servo vent with a respiratory rate of 45 breaths/minute, positive inspiratory pressure (pip) 24, positive-end expiratory pressure (peep) 5, pressure 18 and fraction of inspired oxygen (fio2) of 93%. The infant started on inomax via the inomaxds device (B)(4) at 20 parts per million (ppm) on (B)(6) 2010 (start time not provided). Baseline oxygen saturation levels were in the high 90's. Oxygen saturation at 1 am on (B)(6) 2010 was 98% and 97% at 3 am on the current settings. According to the rt, the baby has blood pressure problems since birth and was receiving dopamine IV drip, dobutamine IV drip and hydrocortisone. In the early morning of (B)(6) 2010, a decision was made to start the infant on extracorporeal membrane oxygenation (ECMO). In order to do this, the infant needed to be moved to another space in the nicu. At approximately 0800 on (B)(6) 2010, as they were preparing to move the infant and all the equipment, the inomax ds registered a delivery failure. The infant's oxygen saturation dropped to the low 70% range and the rt, who was in the room at the time, immediately prepared the inoblender, removed the infant from the ventilator and began bagging the infant with the inoblender at 100% oxygen (o2) and 20 ppm inomax. According to the rt, it took approximately 1 to 1.5 minutes to begin bagging the infant. As soon as the infant was placed on the inoblender, his o2 saturation level rose to 100%. The rt stated that during this event, the infant's blood pressure dropped (bp range not provided) and the infant received cardiopulmonary resuscitation (CPR) medications in the form of epinephrine. The infant's oxygen saturation levels remained stable at 96% during bagging, which lasted approximately 30 minutes while another device was readied for use. At the time of this report, (B)(6) 2010 at 09:30 cst, the infant is stable on the inovent (B)(4) and is being prepared for ECMO. In the reporter's opinion, the event of oxygen desaturation was definitely related to inomaxds delivery failure and preparing to moving the infant to a different space in the nicu. The event resolved once the infant was removed from the device and bagged with the inoblender and did not reoccur once the infant was placed back on the inovent device. The respiratory therapist felt that the drop in blood pressure was possible due to delivery failure and probably related to the infant's pre-existing unstable blood pressure problems and not related to the inomaxds delivery failure.

Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist (rt) reported a device failure with the inomax ds device (B)(4). Eval summary: the condition was not duplicated during initial device investigation. The injector module was returned to the engineering group for further investigation. Upon review, a loose fastener was found inside the injector module which could have the potential to cause the reported failure. A delivery failure was reproduced during testing as a result of the loose fastener as noted in an engineering investigation report.